Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, there was difficulty putting the dhs plate on the screw. Another screw was used to complete the procedure. There was a surgical delay and a damaged instrument. Patient outcome was unknown. This report involves one (1) dhs/dcs lag screw 12.7mm thread/110mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation selection . Investigation site: cq zuchwil. Selected flow: device interaction/functional. Visual inspection: our investigation has shown that the positioning groove of the screw is expanded and damaged. The complaint condition can be confirmed, since the screw cannot be inserted into a plate in the received condition. Functional test: the relevant feature on top of the screw is deformed in a manner which prevents function check. Drawing/specification review: the dhs/dcs system surgical technique was reviewed. Following statement from section 10a.screw in dhs screw can be pointed out: warning: to avoid damaging the instruments and the implant, tighten the connecting screw securely summary: our investigations have shown that the positioning groove of the screw is expanded and damaged. The complaint condition can be confirmed, since the screw cannot be inserted into the plate in the received condition. We assume that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence in combination with a mechanical overload situation could led to the deformation of the screw. Please note, in order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part number: 280.100s. Lot number: 7888897. Manufacturing site: balsthal. Release to warehouse date: may 08, 2012. Expiry date: april 01, 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.